Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed. The anomaly has not yet been resolved as the patient has not presented to the clinic. There were no patient consequences. Lead remains implanted.